Manufacturer narrative:
(B)(4) . Final analysis of the pump revealed normal battery depletion, no anomaly found.

Event description:
Additional information received reported that the "stony trip" meant that the patient felt that he was high on a psychedelic drug. The bussing and clicking sensation felt like it was coming from the device. The reporter had no further information to provide stating that the letter was as detailed as possible.

Event description:
Additional information received reported that the device had contained morphine and baclofen. The cause of theevent was the patient felt he had cognitive side effect from spinal meds, drug effects were attributed to the event. It was noted that the patient felt that the pump may have been giving him intermittent dose variations as he would feel periods of withdrawal typesymptoms for unexplained reasons. It was stated it was unknown if there was a catheter issue, further explained as ¿when the pump was replaced in 2011 the catheter was able to be aspirated and no abnormalities were suspected with catheter.¿ it was also stated ¿prior to replacement of his first pump in 2011, the patient was reporting cognitive effects which included anxiety, paranoia, and depression. This culminated in june 2011 when he went to ER (emergency room) with chest pain, chest pressure, feeling a buzzing or clicking sensation. He was d ifficult to arouse from sleep and had nausea, diaphoresis and confusion which he described as feeling like a ¿stony trip.¿ he was given narcan which made him feel worse. Cardiac work up was negative. Because of these signs and symptoms and the age of his pump (initial implant in 2003) his pump was replaced. ¿many of the signs and symptoms resolved when the pump was replaced.¿ a thoracic spine MRI ([magnetic resonance imaging] was done (B)(6) 2009 was negative for granuloma. Maximum morphine does of 4mg/day (B)(6) 2011. Pump replacement occurred (B)(6) 2011, ¿it was no doubt simple battery failure.¿ it was noted that the patient did not require hospitalization due to the event. Patient recovered without sequelae.

Manufacturer narrative:
(B)(4). "Stony trip." "Buzzing or clicking." "Patient felt pump may have been giving him intermittent dose variations."

Event description:
Withdrawal was reported. The patient was lethargic, had slow heartbeat, sweats, nausea, and headache. Patient was in the emergency room (ER) the day of the initial report ((B)(4) 2011) and was seen for refill the same day. Patient reported he was in ER also on saturday (date not provided). He didn't hear any alarms with his pump. He was unsure what was going on with pump. Patient was very frustrated and didn¿t want to talk about it any further. Patient didn¿t know what type of troubleshooting md was planning on doing. Additional information received reported that the device system was used to infuse morphine. The event was low battery. It was noted that there was no patient injury and the outcome was noted as recovered without sequel. The device was removed prophylactically to avoid in-vivo battery depletion. Additional information received noted that the device system was used to infuse baclofen. The cause of the event was end of battery life of the pump, normal battery depletion. Symptoms associated with the event reported as ¿patient indicated irregularities of his symptoms; mental status changes, fatigue, feeling ¿in a fog.¿¿ this was ¿felt¿ to be attributed to lovastatin as the symptoms resolved with discontinuation of that med. The patient did not require hospitalization as a result of event. Patient outcome noted as no injury, recovered without sequelae. It was then stated by the healthcare provider (hcp) ¿if there were any symptoms attributed to his pump, it is my opinion that it was just related to the expected battery failure.¿ additional information received stated that the initial pump was removed on (B)(6) 2011 and the patient was weaned off his medications. It was stated that the pump was ¿overdosing the patient and shutting off for a number of years.¿ the patient had to go to the emergency room ¿more than a few times because of his pump.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the patient the pump was removed in 2011, it was defective, the ¿unit almost killed me 8 times¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.